Event description:
It was reported the clip applier was used during an unknown procedure. It was reported the clips cut the vessel but did not scissor. Case completed with another device. No pt consequence.